Manufacturer narrative:
The customer subsequently cancelled the case as this issue was with a non-philips defibrillator. No further information is available.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the orange paddles button was stuck. There was no patient involvement.